Event description:
The device was returned with damaged threads. The reporter states this was noticed during autoclaving. There was no adverse event for any pt.

Manufacturer narrative:
Evaluation summary: the evaluation results of the observed damage suggest misuse by the user. The deformation and fracture is likely to have occurred as a result of repeated impact or bending and the driving shaft and driver head not being fully tightened on their mating devices.